Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker has been experiencing syncopal episodes. The patient only does transtelephonic monitoring. There was a underlying normal sinus rhythm, counter ectopic premature atrial contractions (pac) and premature ventricular contractions (pvc). It was noted the patient did not violate the lower rate limit. The health care professional (hcp) stated the device is functioning normally. Technical services (ts) discussed the issue and indicate the patient may feel symptomatic if they have loss of atrial ventricular synchrony and suggested magnet triggered electrogram. Additional information has been requested; however, no further information is currently available.